Event description:
Arterial pressure alarms occurred during a routine hemodialysis treatment due to pt movement. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The alarm was attributed to changes in vascular access flow caused by pt movement during treatment. The cycler alarmed appropriately. The blood loss is attributed to the operator not performing rinseback following an unrecoverable alarm as directed in the user's guide. Nxstage medical considers this report closed. No add'l info will be provided.